Event description:
It was reported that the device longevity was not meeting the customer's expectations. It was also reported that the battery voltage was measuring at recommended replacement time (rrt); however, an alert was not triggered. It was further indicated that three consecutive nightly measurements at or below rrt are required to set rrt voltage condition or alert status. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the device had a high current drain condition due to current leakage in a ceramic capacitor. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2009; 6935 implantable tachy lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.